Manufacturer narrative:
File identification: (B)(4). D4: device was manufactured in 2012 and was not subject to UDI requirements. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no harm was reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the circuit disconnected suddenly while being used on a patient from the chamber connector tube. There was no patient harm reported.

Manufacturer narrative:
H2 - correction: after further review, this event is not reportable in the united states as the circuit related to this specific event is manufactured with a different material and is not a similar device sold in the us.